Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the external carotid artery (eca) using a penumbra system red 72 silver reperfusion catheter (red72 silver), a sheath, a non-penumbra stent retriever, and a guidewire. During the procedure, the physician completed several passes using the red72 silver and the stent retriever. After completing a pass using the red72 silver and stent retriever, both devices were removed. While removing, the distal end of the red72 silver fractured in the target vessel. The fracture was visualized under fluoroscopy. The physician decided to leave the fractured segment of the red72 silver in the eca. The procedure was completed using a new red72 silver and the same sheath.